Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the catheter being superficial was thought to be caused by the anchor or suture coming undone, allowing the catheter to come closer to the surface. They were unable to confirm with x-ray, since the anchor could still be seen on x-ray and the suture could not be seen on x-ray.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated he had an episode of withdrawal like symptoms, but the date was unknown thought it could have been an issue with catheter. A dye study was done by a healthcare provider (hcp) on (B)(6) 2024, it was noticed that the catheter coming from spine to right abdomen can be seen superficial to the skin. A dye study was done successfully no issues with catheter and catheter tip was still at t9 where it was placed at implant. It seems due to catheter being superficial that positional changes may be causing an issue with flow. Outcome: the issue was resolved. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury.